Manufacturer narrative:
Based on the results of the investigation, a root cause could not be identified. It is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped adhesive around the objective and light guide lenses. There was no patient involvement.